Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the clinician received an electrical shock when pressing the shock button. Complainant indicated that the clinician did not require treatment and the patient was successfully defibrillated.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of any shock being delivered by the device. The electrode pads were not returned to zoll medical corporation for evaluation. No trend is associated with reports of this type.